Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to a regular follow up visit. Upon interrogation of the implantable cardioverter defibrillator, the device exhibited stored episodes of non-sustained ventricular oversensing. The episodes appeared to be due to far p-wave oversensing. Programming changes were recommended but not yet performed. The patient was not pacing dependent and was scheduled for programming changes at a later follow up date. No further incident was reported.

Event description:
New information received noted that the recommended programming changes were completed on (B)(6) 2019.